Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 1999. Aneurysm and vessel morphology are unknown. It was reported that the aneurysm was increasing in diameter with no evidence of endoleak; therefore, the decision was made to explant the device and convert the pt to open surgical repair. The stent graft was explanted in 2002. There was no evidence of inflammation or calcification, and thrombosis was present in the sealzones. There was average attachment of the stent graft to the pt's tissue proximally, and weak attachment at the mid body of the aneurysm. There was strong attachment at the legs of the aneurysm. The conversion procedure was reported to be successful, and the pt is reported to be fine. Medtronic ave has received the explanted stent graft, and its analysis is pending.